Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device was not working. The patient said for the last month she has no feelings in her legs and they are numb. The patient said she is not sure if the device is working or not or if its related to something else. The patient said she has inflammation in her knees as well. The patient said she got the stimulator for this. The patient said she is getting a diabetes check and mentioned she has fibromyalgia. No further complications were reported.